Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable connector was not confirmed as no product was returned and no images were provided. The provided information indicated the system controller was exchanged. Multiple attempts were made to obtain additional information regarding the serial number of the system controller, any available log files, and if any product will be returning; however, no additional information was provided and to date, no products have been received for further evaluation. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged due to the white plug being broken.